Manufacturer narrative:
The easystand evolv with the pow'r up lift option is equipped with a mechanical emergency release in the case of the battery losing charge or one of the pow'r up components not functioning properly. The mechanical release is only to be used in emergency situations and has a faster descent to the seated position than the normal lowering feature. This unit is approximately eight years old therefore altimate medical contacted a medical equipment dealer to components on the easystand. Altimate medical shipped the medical equipment dealer the proper replacement parts for this easystand.

Event description:
On (B)(6) 2015 and end user contacted ami customer service stating that on (B)(6) 2014 he spoke to a gentlemen in the customer service and told him that his easystand with the power up lift option raised him to the standing position, but would not lower. He stated he was informed to use the mechanical emergency release to lower his standing frame to the seated position. The user stated he had pain due to using the mechanical emergency release to lower him from the standing to the seated position, as the unit descended quickly. Follow-up contact was made on (B)(6) 2015, the user stated that when they activated the mechanical emergency release to lower him to the seated position that the unit descended quickly from the standing to the seated position. After this occurred he had pain in his back/tail-bone area. When the user was asked if he obtained medical treatment for this he stated that he did not as he is already on pain medication for the conditions that he has; however he was trying to schedule an MRI, but had not yet.